Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedance measurements. Sensing and shocking impedance measurements were normal and within range. No inappropriate therapy was delivered and patient did not experience asystole. No adverse patient effects were reported.